Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h6, h10. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The serial # (B)(6) history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# 888119. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister co2 was blowing back into the saline back. They tried disconnecting and reconnecting the co2 but that didn't work. Opened up another device. About a 5 minute delay. No harm.